Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic torn and foreign material on lens surface (residue on lens). (B)(4).

Manufacturer narrative:
Unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -7.0 diopter into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.